Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). There was marked calcification, and there was a protruding calcification continuous with the left ventricular outflow tract (lvot). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 23mm, non-abbott device. During the procedure, the valve noted to be under expanded so it was removed. A pre-bav was performed again using an unknown device. The ds was not able to be reinserted again since the shaft became bent. A second new 29mm navitor vision valve was selected for implant using a new large flexnav ds. The valve under expansion was observed once again so it was removed from the patient's anatomy. The ds was once again observed to have a bend in the shaft, which prevented it from being reinserted. A third new 27mm navitor vision valve was selected for implant using a new large flexnav ds. The valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 4.5mm on the left-coronary cusp (ncc). Moderate pvl was noted. A post-implant balloon aortic valvuloplasty (post-bav) was performed using a 25mm, non-abbott balloon. Pvl remained with moderate severity. The patient remained hemodynamically stable throughout the procedure. The patient's current status was unknown.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). There was marked calcification, and there was a protruding calcification continuous with the left ventricular outflow tract (lvot). The patient had a slight tortuous anatomy. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 23mm, non-abbott device. It was noted that the pre-bav was performed with a balloon not less than or equal to the minimum annulus diameter. During the procedure, the valve noted to be under expanded so it was removed. A pre-bav was performed again using an unknown device. The ds was not able to be reinserted again since the shaft became bent. A second new 29mm navitor vision valve was selected for implant using a new large flexnav ds. The valve under expansion was observed once again so it was removed from the patient's anatomy. The ds was once again observed to have a bend in the shaft, which prevented it from being reinserted. A third new 27mm navitor vision valve was selected for implant using a new large flexnav ds. The valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 4.5mm on the left-coronary cusp (ncc). Moderate pvl was noted. A post-implant balloon aortic valvuloplasty (post-bav) was performed using a 25mm, non-abbott balloon. Pvl remained with moderate severity. The patient remained hemodynamically stable throughout the procedure. The patient was in a stable condition.

Manufacturer narrative:
An event of valve under expansion could not be confirmed. The valve was returned in a dehydrated state and no damage or anomalies were noted. The condition of the valve as returned to abbott precluded using it to perform functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of reported event of valve under expansion could not be conclusively determined. The reported improper or incorrect procedure involves performing the pre-bav using a balloon that was smaller than the minimum annulus diameter. The reported unexpected medical intervention was result of case specific circumstances, as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note the per the instruction for use (IFU), pre-implantation precautions: balloon aortic valvuloplasty (bav) of the native aortic valve is recommended prior to delivery system insertion. The balloon size chosen should be appropriate, not exceeding the perimeter-derived diameter of the native aortic annulus as assessed by CT imaging to minimize risk of annular rupture and not undersized to minimize risk of stent under-expansion which could lead to paravalvular leak (pvl) or device migration. Since the IFU deviation did not cause any patient harm, a letter will not be sent.